Manufacturer narrative:
This complaint is being reopened for pump evaluation due to the device being received. Analysis of the returned device was completed. The pump was tested with the testing protocol for flow rate. The pump's event log was pulled in order to identify any possible errors or alarms that could have prevented the pump from completely infusing as the patient reported. It was noted that there are several downstream occlusion codes after the end user's reported infusion of 20 ml at 0.8 ml per hour, as seen by the "e05" alarm code in the log. The pump was set to run at a rate of 0.8 ml per hour and a vtbi of 50 ml, since the end user's library prevents an infusion larger than 50 ml from being ran. The initial bottle weight was recorded at 49.731 g before the infusion, immediately after starting the infusion, the pump began to alarm "system error", even though there was no signs of system error occurring previously on the pump's event log. The pump was opened up and the motor cable was found to be unplugged, which caused the system error to alarm. Once the cable was plugged in, the infusion was restarted and began to infuse without any problems. The final bottle weight was measured at 97.786 g after the infusion, which has a total infusion weight of 48.055 g and a deviation of -3.89%. The pump is in range and is performing to specification, falling in the +- 4.5% range. The weights were taken on an and fx-500i scale with control (B)(4) and calibration date 3/18/2024. The IV set used was an hs-008 set with lot # 2301005 and expiration date 02/01/2026. It was also noted that the label on the back of the pump with the pump model information is almost completely erased. During functional testing the pump was not found to replicate the reported issue, passing the test. Reported issue not found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint (B)(4).

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had a 'flow rate issue - other issue / unknown issue'. The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was requested to be returned.